Event description:
The manufacturer received information alleging a ventilator's aev failure alarm. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's aev failure alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the device passed all testing. The device was returned unrepaired per customer request.